Manufacturer narrative:
Submit date: 8/27/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports: the hub of needle caused part of the medication vial to break off and went inside the medication vial. Additional information from the customer states: the hub of the needles appears to be intact, the problem is, it has something to do with the bevel.

Manufacturer narrative:
A review of the device history report (DHR) for lot no. 815040 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are taken throughout the production of the lot and checked for cannula damaged points (i.e., burrs, dull points, etc.). The lot met the acceptance criteria and was released. The dhrs for shop orders of the needle assembly utilized in the production of this lot concluded visual and physical samples inspected identified no issues. There were no ncrs issued against the shop orders. A review of the entire DHR identified no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product. Additionally, a review of the machine setup was conducted and revealed no issues. The investigation did not identify a systemic issue with the product or process. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.